Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt cable connecting ECG a and b and the cable connecting the distribution node (dn) to the rear therapy electrode (te) was severed and missing. Additionally, the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the missing and strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable) and the belt had a damaged cable.